Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a laparoscopy abdominal exploration, intestinal mass procedure on (B)(6) 2024 when it was reported, ¿during surgery, the front end of the device cracked and the fragment fell into the patient's body.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device fragmentation was retrieved from the patient. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a laparoscopy abdominal exploration, intestinal mass procedure on (B)(6) 2024 when it was reported, ¿during surgery, the front end of the device cracked and the fragment fell into the patient's body." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the device fragmentation was retrieved from the patient. The procedure was completed as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided. A root cause cannot be determined, however, based on photos of the device; a possible cause of this event could be that excessive force was used on the device that caused the device to crack and fragment. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 123 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.